Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported false positive sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer suspected the result was false, but confirmation molecular (pcr testing) results were still pending. 11 additional events were communicated which are captured on separate reports.